Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that complete lead was returned in three pieces for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found two external insulation abrasions breaching the optim sheath proximal to the suture sleeve impressions consistent with friction to device can. The silicone insulation was found to be intact at both abraded zones.